Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic complaint report: (B)(4). Additional information: (B)(4): recurrence, dyspareunia. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received: procedure (s) performed: cystoscopy and pubovaginal sling complications post implant: pain, infection, urinary problems, recurrence and dyspareunia.